Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced severe hyperglycemia with a cgm reading above 400 mg/dl and a confirmatory glucometer value of 567 mg/dl lasting over four hours; the user changed the steel infusion set twice with no visible leakage or kinking, moved the site, and properly filled the tubing, and glucose began rising before a meal despite announcing the meal. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact, and glucose later trended down. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a device-related problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.